Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer's blood glucose level. Customer was instructed to reset the pump and was advised to call back if they had any questions, as cts could not provide reset instructions due to the absence of a charger.